Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a notification alert. It was noted that the atrial lead exhibited low pacing impedance, noise and auto mode switch (ams) was observed. A lead integrity issue was suspected as the noise was too large to be programmed around and was reproducible. A recommendation for a lead revision was made and programming to a fixed atrial output was discussed. No patient symptoms were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the atrial lead impedance was higher than the normal range. The atrial lead was explanted and replaced. A routine generator change out was also performed during the procedure. The patient was stable before, during and after the procedure.